Event description:
It was reported that this patient implanted with this implantable pulse generator (ipg) experienced a pneumothorax due to the syringe in the procedure. The pneumothorax had nothing to do with the device. The patient had a prolonged hospitalization. The device is still in use. No further patient complications reported as a result of this event.

Event description:
T was reported that this patient implanted with this implantable pulse generator (ipg) experienced a pneumothorax and prolonged hospitalization. The device is still in use. No further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.